Event description:
Information received indicates the knee function moved up unintentionally.

Manufacturer narrative:
The facilities maintenance found the connector board was defective. The facility replaced the connector board to repair the bed.